Manufacturer narrative:
The event bag is visually inspected and observed the damaged area. The broken site is discovered on the seam at the bottom of bag. The seam separation occurred along the broken site to lead the clearly damaged interface at the bottom end seam. The condition is caused due to the application of external excessive force over the device when specimen is being removed from the port site. The failure is confirmed to be attributed to the reported event. There is no similar case for the same lot number. The investigation summary is attached for this case. No further details are received at the moment and the event investigation could be closed. -

Event description:
As reported, during a laparoscopic cholecystectomy on (B)(6) 2017, the detachable specimen bag 3x6 broke at the base seam when attempting to remove the specimen from the peritoneal cavity. Another vendor's bag was used to retrieve the specimen bag and the specimen. There was no reported patient injury. There has been no other information provided on this complaint or the patient's current status.

Manufacturer narrative:
The devices has been received to identify the possible factor for broken bag. The investigation is keeping to analysis for identifying the relative cause. The conclusion will be record at the follow up report.

Event description:
As reported, during a laparoscopic cholecystectomy on (B)(6) 2017, the detachable specimen bag 3x6 broke at the base seam when attempting to remove the specimen from the peritoneal cavity. Another vendor's bag was used to retrieve the specimen bag and the specimen. There was no reported patient injury. There has been no other information provided on this complaint or the patient's current status.